Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On and unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis as manifested by turbid effluent and abdominal pain. That same day, the patient was hospitalized. The cause of the peritonitis was break in aseptic technique. On an unreported date, the patient began remedial therapy with amikacin/l pds (25mg as loading dose and 12.5mg as maintenance dose, frequency not reported) and vancomycin /l pds (500mg, frequency not reported). Action taken with dianeal therapy and the outcome of the events were not reported.. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.